Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are there any future interventions; including x-ray planned to locate the broken needle? No. Were the needle piece(s) retrieved during the same procedure? Yes. Was there any additional tissue damage as a result of searching for the needle piece? Unk. What was used to complete the procedure? Unk. What is the patient's current status? Unk.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2020 and suture was used. During the procedure, the needle broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/2/2020. Additional information: a manufacturing record evaluation was performed for the finished device batch pjp608, xcw855719 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported breakage needle. A suture needle was submitted for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle.the fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000716321 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.